Event description:
It was reported during a routine office visit, that this implantable cardioverter defibrillator (ICD) device exhibited gradual increasing pacing impedance from 95 ohms to 1300 ohms, over the last year. There is no noise, or artifact noted. Shock impedance range from 108 ohms to 129 ohms. After performing muscular exercises the shock impedance is observed to be 111 ohms to 131 ohms. Technical service provided recommendations for additional testing. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported during a routine office visit, that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range shock impedance measurements. There is no noise, or artifact noted. After performing muscular exercises the shock impedance measurements were still variable. Technical service provided recommendations for additional testing. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.